Event description:
It was reported it is possible that the bronchovideoscope was removed before cleaning was completed due to the occurrence of error oer-3 e92. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.